Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and verified the event code was logged in the device¿s memory. The system pcb was replaced to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy.

Manufacturer narrative:
Stryker further evaluated the device's software log and discovered the event code that was logged was mistaken and not indicative of a reportable event.